Manufacturer narrative:
The consumer reported that the tooth type 3, the time of loss in relation to implantation is 1 to 5 years post restoration, primary stability was achieved & osseointegration was also achieved. The consumer also reported concerns with peri - implantitis.

Event description:
The consumer reported that the tooth type 3, the time of loss in relation to implantation is 1 to 5 years post restoration, primary stability was achieved & osseointegration was also achieved. The consumer also reported concerns with peri - implantitis.